Event description:
It was reported that a saline leak occurred. A percutaneous coronary intervention was being performed in the ostial left anterior descending artery using a rotapro 1.50mm for treatment. As the device was being withdrawn from the patient, a saline leak was noticed in the mid section of the catheter. The procedure was finished successfully without needing to replace the rotapro 1.50mm. No patient complications resulted due to this event.